Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation (af) rapid ventricular response (rvr). It was found the patient's right atrial (ra) lead exhibited undersensing. The ra lead was reprogrammed and remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.